Event description:
Pt reported her porta-cath was leaking- when the tegaderm dressing was removed, the needle did not come out. The pt was transferred to another hosp to have the needle surgically removed.